Event description:
The pt was reportedly admitted to a hosp (date unk) with increased swelling at the implant site. The doctor aspirated the fluid in the swelling to test for infection, infection results were negative. The doctor recommended the use of neosporin on the implant site. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.